Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that there was no product issue and there were no diagnostics performed. It was also stated that the midazolam administration was not performed with the clinical programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, that a patient with a history of epilepsy had a psychogenic non-epileptic seizure while awake with limb movements on (B)(6) 2016. The ambulance nurse ministered midazolam nasal spray and the device was reprogrammed. The seizure resolved without sequelae on (B)(6) 2016. It was noted the event was assessed as serious.